Manufacturer narrative:
On (B)(6) 2016, the customer reported that after charging the pump, the battery was depleting normally at 15-20 percent per day. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump's battery gauge was skipping around. The skipping also occurred when the pump was charging. The customer's blood glucose was not impacted. As the event had occurred in the past and the customer did not have a computer to upload the pump data, tandem technical support was unable to troubleshoot or confirm how the battery was skipping.